Manufacturer narrative:
Additional information: event site state and postal code: (B)(6).

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) gives a continuous alarm. However the unit passed self test, and the screen displayed system test as normal. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse determined that moisture on the main board caused the unit to alarm and dried it before reseating it, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications but was not cleared for clinical until an unrelated battery issue is resolved. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.